Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert for remote monitoring disabled. There was a data discrepancy as the eri date was (B)(6) 2000 and the remote monitoring disabled alert occurring on (B)(6) 2025. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition. Ts noted that the battery capacity will continue to decrease and recommended device replacement. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
Correction to section g, all manufacturers, field g3, bsc aware date. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert for remote monitoring disabled. There was a data discrepancy as the eri date was january 2000 and the remote monitoring disabled alert occurring on august 22, 2025. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition. Ts noted that the battery capacity will continue to decrease and recommended device replacement. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert for remote monitoring disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition. Ts noted that the battery capacity will continue to decrease and recommended device replacement. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Correction to section b, adverse event/product problem, field b5 describe event or problem. Correction to section h, device manufacturers only, field h6 device codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert for remote monitoring disabled. There was a data discrepancy as the eri date was january 2000 and the remote monitoring disabled alert occurring on august 22, 2025. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition. Ts noted that the battery capacity will continue to decrease and recommended device replacement. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert for remote monitoring disabled. There was a data discrepancy as the eri date was (B)(6) 2000 and the remote monitoring disabled alert occurring on (B)(6) 2025. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition. Ts noted that the battery capacity will continue to decrease and recommended device replacement. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.